Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to frequent noise. The patient received inappropriate shock therapy and experienced syncope. The patient was stable.

Event description:
Additional information received indicated that the patient was stable post procedure, and was doing fine during a follow-up.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed. Correction: cd1235-40, serial number: (B)(4) is not a concomitant medical product to this complaint.